Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 383556 lot: 4218833 it was reported by customer that nexiva feels dull, painful for patients, leaks at site, difficult to secure with the wings. Verbatim: rcc received a complaint via email. Concern description: feels dull, painful for pts, leaks at site, difficult to secure with the wings.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 4218833 . The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.